Event description:
It was reported that leakage between the safestep tubing and syringe connector. No other information was provided.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that leakage between the safestep tubing and syringe connector. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed, but the root cause could not be determined. One photo of an infusion set was returned for evaluation. The photo shows only the luer of the infusion set. A slip luer syringe can be seen attached to the infusion set luer. A bead of liquid can be seen forming at the junction between the proximal end of the infusion set luer and the slip luer fitting of the syringe. No damage to any of the depicted components can be seen. The photo does not provide enough detail to determine what is causing the infusion set to leak. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. H3 other text: evaluation findings are in section h11.